Manufacturer narrative:
The device has been reported as discarded by the customer. No additional information is available.

Event description:
It was reported that the plum set, involved in the event, leaked paclitaxel onto the patient during an infusion. There was no harm to the patient reported. No additional information is known at this time.